Event description:
It was reported that a couple months ago at the airport, a security guard used a wand over the patient¿s implant and it was turned off. It was also stated that on (B)(6), airport security had the patient go through the ¿gates¿ and the patient thought her implantable neurostimulator (ins) was turned off again. Since going through security, the patient was unable to eat, felt nauseous, and had a loss of therapeutic effect. The patient wanted to find a healthcare provider (hcp) to make sure the ins was on.

Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).